Event description:
Pca pump incident occurred the syringe was loaded incorrectly. Protocol was not followed in loading the syringe and how it is primed. Amount of drug in syringe was not correlated with the pump infusion reading. Teh pt received 58 mg of morphine incorrectly due to the placement of the syringe. Pt condition: very drowsy, low oxygen stats and low blood pressure. The incident was user error not pump.